Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5, e1. The device was found to have blood inside the machine during annual preventative maintenance. Blood back contaminated parts were replaced (label patient connector, label trainer on ¿ off, assembly upper panel, pneumatic module assy rohs, li-ion battery pack tested, screw kit cardiosave pm schedule b ). Pm with full calibration completed at the same time. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) had blood back. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- additional initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.